Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was unknown at the time of the incident. The reservoir tube had a piece that was broken off and does not lock. The screen is scratched and hard to read. Troubleshooting was not completed and the customer could not be reached back to provide further information. The insulin pump will not be returned for analysis.